Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. Performance testing could not reproduce the reported failure. The alleged device failure to start could not be confirmed. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not start. There was no patient harm or serious injury reported as a result of this incident.